Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The plunger seal was missing, but the bottom seal was intact. The right plunger case was chipped and the bottom case was cracked on the front. The event history log showed evidence of the reported motor rate error. An occlusion test was performed. The reported motor rate error was reproduced during the test. The product problem occurred because of an inoperable u29 sensor on the main board. There was no visible damage on the main board however. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced. The pump then underwent preventative maintenance. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.